Event description:
2023-apr-11 rtg0427522 (rep): information was received from a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). The reason for call was another rep that was intra-op called to ask about impedance with a neurostimulator having all case impedance in "orange", but the electrode impedances are fine. Reviewed with rep that since all electrodes are normal, the case impedance is likely a false reading. Rep didn't have further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the case impedance in "orange" was not determined. The reason is unknown, and impedance showed green for all electrodes when verified again at post-op. On (B)(6) 2023, an impedance check was run at post-op showing all electrodes green. The issue has been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received 2023-apr-11 from a manufacturer representative regarding a patient who was implanted with an implantable ne urostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. The reason for call was another rep that was intra-op called to ask about impedance with a neurostimulator having all case impedance in "orange", but the electrode impedances are fine. Reviewed with rep that since all electrodes are normal, the case impedance is likely a false reading. Rep didn't have further information. On a second call it was reported: when replacing the lead today they were seeing great motor response but seeing 50 on some case contacts and 01 1049 02 1049 03 1050 12 1050. Tech support agent reviewed possible programming considerations. On 2023-may-09 additional information was received from a manufacturer representative (rep) who reported that the cause of the case impedance in "orange" was not determined. The reason is unknown, and impedance showed green for all electrodes when verified again at post-op. On 2023-apr-11, an impedance check was run at post-op showing all electrodes green. The issue has been resolved.

Manufacturer narrative:
B5 was updated. See regulatory report 2182207-2023-00818 for duplicate report which was updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.